Manufacturer narrative:
The field service engineer (fse) found the cell rinse level and gear pump pressure were low. These were adjusted and the module was running back within specification. The difference in crej2 results suggests a carry over issue due to insufficiently rinsed reagent probes. The rinsing of reagent probes is significantly affected by the gear pump pressure. Reagent and pre-analytical issues were excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine jaffe gen.2 (crej2) on a cobas 6000 c (501) module. The initial result was 1.80 ug/dl. The sample was repeated 3 times with results of 0.68 ug/dl, 0.65 ug/dl and 0.63 ug/dl. The repeat results were believed to be correct. The questionable result was not reported outside of the laboratory. The crej2 reagent lot number was 47624401 with an expiration date of 31-jan-2022.